Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of medical device removal ("she had her essure implants removed") in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had her essure implants removed in 2012.). Essure (ess205) was removed in 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), fatigue ("fatigue"), headache ("headaches") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had her essure implants removed in 2012/ unknown surgery was performed). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, rash, fatigue, headache, weight increased and mood altered outcome was unknown. The reporter considered abdominal pain, fatigue, headache, mood altered, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: previously reported date of explant- 2012. Date(s) of removal: (B)(6) 2012 (discrepancy noted) per pif. Most recent follow-up information incorporated above includes: on 6-aug-2020: mr received-lot number added, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), fatigue ("fatigue"), headache ("headaches") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had her essure implants removed in 2012/ unknown surgery was performed). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, rash, fatigue, headache, weight increased and mood altered outcome was unknown. The reporter considered abdominal pain, fatigue, headache, mood altered, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: previously reported date of explant- 2012. Date(s) of removal: (B)(6) 2012 (discrepancy noted) per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), fatigue ("fatigue"), headache ("headaches") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had her essure implants removed in 2012/ unknown surgery was performed). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, rash, fatigue, headache, weight increased and mood altered outcome was unknown. The reporter considered abdominal pain, fatigue, headache, mood altered, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: previously reported date of explant: 2012. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Date of explant updated. Event medical device removal was deleted. New events were added: pelvic pain, abdominal pain, rash/skin condition, fatigue, headache, weight gain and mood changes. Reporter information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.